Event description:
Health professional noted on the return label "port leak." No additional info was provided. The follow-up with the surgeon is in progress.

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Further info from the reporter regarding the implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."